Event description:
Procedure type: sigmoidectomy. According to the reporter: the balloon erupted when using at umbilical area. The sales rep could not confirm if pieces fell into cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.